Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, for a deep inferior epigastric perforators (diep) flap breast reconstruction application, the probe was not glued well enough to the cuff. As a result, the device did not work. No other incident information was provided. It is unknown if the device will be returned; as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
(B)(4). Investigation summary: complaint was evaluated and confirmed via customer testimony. Device was not returned so no physical investigation could be conducted. Product literature was reviewed and this is a known failure mode of the device, which will continue to be monitored according to established complaint monitoring procedures. A review of the device history record and manufacturing and quality control records was conducted. There is no evidence that defective product was manufactured using current drawings and device specifications. A summary of the investigation has been sent to the complainant.